Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a deviation between the programmer's stylus and cursor was noted. Calibration resolved the issue. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without accompanying information, and subsequently tested out-of-specification. There was no patient involvement.